Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported they were unable to describe the possible damage to the drive support cap. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that they tried putting another new battery out from the package but still unable to navigate and insulin pump asked to be rewound. Customer stated that they were cleared the alarm but still received another motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.